Manufacturer narrative:
A specific root cause could not be identified. Typical root causes for low results for this type of assay include sample pipetting and/or sample related issues. The alarm trace provided for investigation showed multiple sample pipetting alarms across all analyzers at the site. Therefore an analyzer specific issue was not suspected. The field service representative checked the analyzer and the preanalytics with no issues. Most likely a sample related issue such as insufficient sample volume or clotting time was the root cause. Follow up with the customer confirmed the issue has not reoccurred.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys total psa immunoassay results for four patient samples. Refer to the attachment to the medwatch for all patient data. All results are in ng/ml. The initial results were reported outside the laboratory. The initial result for patient (B)(6) was questioned by the doctor. Amended reports for all of the samples were sent. For the results identified as clinically different by the customer, an email was sent to the requesting clinicians to alert them to the amended report. The customer was not aware of any treatment decision made on the basis of the results. All of the patients were outpatients and there was no note to suggest the results were acted upon. No clinicians contacted the customer to advise them of any action taken based on the incorrect results. The reagent lot number was 15636200. The expiration date was requested but was not provided. The measuring cells of the analyzer were changed and performance testing was done.